Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a severely tortuosity, severely calcified lesion located between the proximal and mid left anterior descending (lad) artery. There was no damage noted to the packaging. The lesion was pre and post dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that subacute thrombosis (sat) occurred after stent was deployed. It was informed that there was a possibility of genetic polymorphism of antiplatelet therapy and insufficient effect, it was thus considered that the possibilities multiplex twined together and the subacute thrombosis (sat) was caused. It was reported that pci was performed and it is confirmed that the patient is alive now and the patient is under hospitalization.

Manufacturer narrative:
The device did pass through a previously-deployed stent. The stent was fully expanded. The subacute thrombosis (sat) occurred approx. 30 to 40 days after stent was deployed. The thrombus occurred within previously deployed stents. The patient was on dapt when this thrombotic event occurred. The pci was performed in emergency. If information is provided in the future, a supplemental report will be issued.